Manufacturer narrative:
(B)(4). Date sent: 6/11/2026. D4 batch #: t93j59. Additional information was requested and the following was obtained: no, the device was not recognized. The device did not worked from the beginning. Patient did not experience any adverse consequences due to this issue. Lot number is not known as the package was through away. This handpiece was bought time ago. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and was found to be non-functional. The handpiece was disassembled to verify the condition of the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an unknown surgery the blue handpiece did not worked. When the handpiece was changed the device worked. There were no patient consequences.